Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 136 mg/dl. The customer stated that she went in shock and her top was wet. Customer stated that the device was hooked to her top. The customer was advised to start using her cot pump. The customer understood and assisted in programming her cot pump.